Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and rec'd 2 results of 304 mg/dl. The normal control range was 90-123 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The reagent lot number provided by the customer was not correct, so the meter info was provided instead.